Manufacturer narrative:
(B)(4).

Event description:
Hospitalisation [hospitalisation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hospitalisation in a 81-year-old female patient who received denture cleanser (polident double power) tablet for denture wearer. Co-suspect products included denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started polident double power and japanese polident for partials (polident for partials with taed). On an unknown date, an unknown time after starting polident double power and japanese polident for partials (polident for partials with taed), the patient experienced hospitalisation (serious criteria hospitalization). The action taken with polident double power was unknown. The action taken with japanese polident for partials (polident for partials with taed) was unknown. On an unknown date, the outcome of the hospitalisation was unknown. It was unknown if the reporter considered the hospitalisation to be related to polident double power and japanese polident for partials (polident for partials with taed). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the patient cleansed her complete denture with polident double power and her partial denture with japanese polident for partials (polident for partials with taed). On an unknown date, the patient was scheduled to be hospitalised (serious criteria hospitalization). She was wondering if she could use only either polident during the hospitalisation. On an unknown date, the outcome of the scheduled hospitalisation was unknown.